Event description:
The customer reported that the large panel zipper is separating once the zipper is closed. This was discovered prior to placing a pt inside the canopy so no pt injury occurred. They removed the canopy and put it out of use. She stated they do not take apart their canopies for washing that they hand clean them with disinfectant. That way they do not inadvertently put the windows back on incorrectly.

Manufacturer narrative:
(B) (4). Zipper separating. Evaluation: results: evaluation of the returned product shows that on window b, the zipper does not lock. (B) (4).